Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the button sometimes did not work. Customer¿s blood glucose level was 140 mg/dl. Customer also reported that the esc button was stuck. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.